Manufacturer narrative:
The calcium reagent lot number is 744169, the phosphorus reagent lot number is 736783, and the glucose reagent lot number is 715245. The reagent expiration dates were requested, but not provided. Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed near the time of the event. The field service engineer determined rinse levels were misadjusted and a probe was not being washed properly. The rinse levels were adjusted. A solenoid valve and needle valve were replaced. A probe was adjusted and it was cleaned since it had buildup on it. Mechanism checks were performed. The customer ran controls and the results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium), phos2 (phosphorus), and cobas integra glucose hk gen. 3 on a cobas pro c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample was repeated due to low test results. The repeat results were deemed correct. The sample resulted in the following initial values: calcium = 5.17 mg/dl phosphorus = 0.746 mg/dl glucose = 112 mg/dl. The sample repeated with the following values: calcium = 8.11 mg/dl phosphorus = 1.05 mg/dl glucose = 147 mg/dl.